Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted on the posterior side of the pump body. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. A partial separation, adjacent to abrasion, was noted on the non-serialized exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion is noted on the inlet tube and non-serialized strain relief of the pump. Groups of partial separations are noted on both cylinder exhaust tubes, indicating contact with unshod instrumentation. Testing revealed the sites on the exhaust tube of cylinder 2 to be sites of leakage. Testing revealed the sites on the exhaust tube of cylinder 1 to not be sites of leakage. An additional partial separation was noted on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. No functional abnormalities are noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo the non-exhaust tube and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tubing at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. The separation on the posterior side of the pump body also resulted in leakage. However, quality is unable to determine when that separation may have occurred or if it was a cause for failure. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation on the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing broke.